Manufacturer narrative:
The psm was returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis investigation found that the psm failed the slow sweep test. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator arm failing slow sweep testing during failure analysis.

Event description:
During the preventative maintenance of the da vinci surgical system by the intuitive surgical inc. (Isi) field service engineer (fse), discovered that the patient side manipulator (psm) had failed the slow sweep test. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. No patient involvement was reported.